Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device's jaw broke during use on patient. The reporter confirmed that it broke off and fell into patient's cavity but it was retrieved and no x-ray was needed. A new device was used and worked fine. There was no patient injury.